Manufacturer narrative:
Additional information: the device was returned due to a contact force issue. The received device had been wrapped tightly in a coil, causing bends in the catheter shaft. Upon connecting the catheter to the tactisys quartz unit, a ¿no thermocouple¿ error, a ¿fiber optic no signal¿ error, and a ¿no force available¿ error appeared. No contact force was displayed. Optical fibers 2 and 3 did not meet specifications for optical properties. Further investigation revealed optical fibers 2 and 3 were fractured within the deflectable portion of the shaft, consistent with the ¿fiber optic no signal¿ error and ¿no force available¿ error detected. In addition, thermocouple 2 (tc2) read as an intermittent circuit during electrical testing, consistent with the ¿no thermocouple¿ error and ¿no force available¿ error detected. The intermittent circuit on tc2 was isolated to the plunger assembly and flat wire compression coil. Due to the received condition of the device, the optical fiber fractures and intermittent circuit on tc2 could not be conclusively attributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contraction procedure, the contact force information would not display and the procedure was cancelled. The catheter was connected to the tactisys but no contact force would display. The catheter was replaced two times with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.

Event description:
Related manufacturing ref: 9680001-2018-00171, 9680001-2018-00170. During the procedure, the contact force information would not display and the procedure was cancelled. The catheter was connected to the tactisys but no contact force would display. The catheter was replaced two times with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.